Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4 batch #: x7005m. Additional information was requested and the following was obtained: what was done to locate the blade piece during the procedure? The blade was broken when the nurse wiped the tip of the blade. Was this procedure converted to an open procedure? No are there any other plans to locate the piece? The blade was broken when the nurse wiped the tip of the blade. There was no effect for the patient condition and the procedure. Was there any change in the patient care as a result of this event? Nothing what is the doctors opinion about the possibility of pieces retained in the patient? The surgeon said it was bit the clip on activation. Did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. Blade damage is probable cause for the device to stop activating and the gen11 to display an alert screen. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch x7005m and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during laparoscopic anterior resection, ¿replace instrument¿ was displayed, and the blade broke when wiping the blade outside the patient after the error occurred. The surgeon mentioned that the device clamped clips during use. The device was used on rectum and colon. No pieces fell into the patient. The blade broke outside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023 b3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.